Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6)- 1601 ((B)(6), (B)(6)) it was reported that on (B)(6) 2024, a 23mm navitor valve was successfully implanted in a patient. It was noted via electrocardiogram during procedure, that the patient developed a transient left bundle branch block, but it was not noted post-procedure. The final non-coronary cusp implant depth was 4mm. The final left coronary cusp implant depth was 2mm. Post-procedure it was also noted that the patient developed an intermittent complete heart block. The patient was hospitalized.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block (intermittent complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the physician believes the heart block is related to the valve and the implant procedure. Based on available information, the reported event appears to be related to the implant procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm navitor valve was successfully implanted in a patient. There was no difficulty implanted. There was no calcification extending beneath the aortic annular plane in the interventricular septum. It was noted via electrocardiogram during procedure, that the patient developed a transient left bundle branch block due to the valve, but it was not noted post-procedure. The final non-coronary cusp implant depth was 4mm. The final left coronary cusp implant depth was 2mm. Final implant depth was 3mm. Post-procedure the patient developed an intermittent complete heart block. The patient was hospitalized for monitoring of rhythm. No intervention was performed. The patient was reported to be discharged.